Event description:
It was reported that the right ventricular lead was partially explanted due to oversensing and inadequate defibrillation delivery. No patient complications were reported as a result of this event.